Event description:
It was observed during the device evaluation that the subject device exhibited foreign material on the distal end and in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif-xp290n IFU operation manual ¿chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿, reprocessing manual ¿chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.